Event description:
It was reported that the caller experienced an issue with the incorrect time display on their device. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Customer technical support assisted the caller in updating the pump time and advised them to monitor it, with instructions to follow up if the time discrepancy exceeded five minutes again. The caller understood and acknowledged the guidance.